Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope had no image. The issue was observed during reprocessing. There were no reports of patient involvement.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to an electrical component problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: a cut on the bending section rubber cover and a cut on the charge couple device shrink wrap tubing should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.